Event description:
The customer reported to olympus that a tip/lug on the plug of the ultrasound gastrovideoscope was breaking off. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle unit was clogged and the clogging inside the nozzle unit could not be removed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation could be confirmed. The evaluation found the subject device had insufficient air or water flow and the reportable malfunction had been attributed to insufficient or incorrect reprocessing. In addition, evaluation found following findings: due to wear of forceps elevator, up/down knob could not be locked securely; forceps elevator knob was deformed; the control unit was damaged; the scope cover was deformed; water tightness was lost due to deformation of the suction connector; the guide pin of electrical connector was missing; due to damage on cover of ultrasonic cable, the insulation resistance between electrical connector and ultrasound connector did not reach the standard; due to damage on balloon water-tube, balloon water supply volume did not meet the standard value; the distal end was deformed; an adhesive on bending section cover had a chip; bending angle in up direction exceeded the standard value due to damage on bending tube and the ultrasound connector case had a crack. As per technical observation, third party repair had been performed on the returned subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. Reprocessing is carried out before sending the actual product to olympus. It is unclear if the device was reprocessed according to the instructions for use. No equipment abnormalities were confirmed where the foreign material remained. The reprocessing method is described in the following chapters of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.